Manufacturer narrative:
The product has been returned for analysis. This report will be updated following completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed the reported field allegation. This code is indicative of a high current condition. An engineering-level longevity calculation was performed and the device was confirmed to have depleted prematurely. Further detailed analysis of device memory noted a high current condition. Attempts were made to replicate the high current condition in the laboratory; however, the behavior could not be replicated. Next, the device case was removed to facilitate inspection of the internal components. No abnormalities were identified. Additional testing including replacing the battery with an external power source and subjecting the device to different temperatures while monitoring was completed. The high current drain could not be replicated and, as such, the root cause could not be determined.

Event description:
Boston scientific received information that during interrogation, this device triggered a fault code indicative of an internal battery voltage too low, to support the projected remaining capacity. The physician contacted boston scientific for recommendations, at which time an engineering assessment confirmed the device should be replaced. No adverse patient effects were reported. Subsequently, the device was explanted and returned for analysis.